Manufacturer narrative:
Upon completion of the investigation into this event a follow-up report will be submitted.

Event description:
During a renal stenting, it was reported that the stent was not tracking over the wire and could not get to target lesion and vbx was used. No adverse event or patient harm reported.

Manufacturer narrative:
The customer reported that during a renal stenting procedure, an icast stent would not track over the wire. Stent could not get to target lesion and vbx was used. The device in question was not returned and no images of the device in question were received. Multiple attempts to obtain additional information regarding the reported incident were made without any success, therefore a device nonconformance is not able to be confirmed. A contemporaneous sample was not requested as the conditions of the patient and procedure are unknown and would be difficult to duplicate. It is possible that the lesion in the renal artery was a smaller diameter than that of the crimped stent making passage difficult. A review of the device history records shows that there were no non-conformances noted and the product met all quality and performance requirements. There is no indication that a design, manufacturing specification, test method, manufacturing process, equipment or raw material was the cause of the complaint. A recurring lot number query was conducted for l/n 510529 and there have been no other complaints associated with the production lot of finished goods. A historical review of CAPA and ncrs was completed, which did not identify any issues directly related to this complaint. A complaint history review did identify complaints involving difficulties delivering the stent resulting in stent dislodgement, but none were confirmed to be the fault of the device. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Based on the information provided in the complaint, there is no evidence to conclude that the device was faulty or manufactured improperly. Based on the details of the complaint the root cause of the complaint is impossible to define.

Event description:
N/a.

Manufacturer narrative:
Additional information section: d10 & h6. Corrected data: h11. Based on the multiple attempts to obtain additional information from the facility regarding the reported incident further information was provided which included that the renal artery was stenosed, but that the degree of stenosis was not provided and there was no other information that changed the root cause of the investigation from impossible to define.